Manufacturer narrative:
Result - footboard. At this time. It is unk what position the bed was in at the time of the component failure. If further information becomes available, a follow-up will be filed.

Event description:
It was reported by service report that the footboard was damaged. It was further reported the headend potentiometer was not functioning properly. It is unk if there was pt involvement or if there are adverse consequences to report.